Event description:
The procedure was to treat a narrow lesion in the mid left anterior descending artery with 90% stenosis and mild calcification. Pre-dilatation was performed and the 4.0 x 12 mm xience v stent was implanted. It was noted that a dissection occurred, which was treated with another 4.0 x 12 mm xience v stent. Good timi flow was achieved. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, inflation: medtronic, guide cath: cordis, sheath: cordis. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.